Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a loose connection of a disposable line to the bag was reported and is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of five of peritoneal dialysis therapy. The technical service representative (tsr) had the patient close all of the clamps and cycle the power to clear the alarm. During the troubleshooting, it was determined that the connection was loose between a disposable line and the bag. The tsr explained the alarm and advised the patient to end the therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.